Manufacturer narrative:
The complainant reported that the lot number of the clip was ml00175705; however, the lot number could not be found in the system. Thus, the manufacture date and expiration date are unknown. (B)(4). The device has not been received for analysis. Should the device become available for analysis and there is any further relevant information, a supplemental MDR will be filed. FDA registration #: mw5095012.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the clip was deployed but failed. Reportedly, the clip was removed using a snare. The complainant noted that no harm occurred with a patient and that there was no adverse event. However, the complainant also provided conflicting information that the event report type was a serious injury and the event outcome was required intervention. Boston scientific has been unable to obtain additional information regarding the event to date because no contact information was provided.